Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unit was not receiving power correctly and displayed a low battery warning despite verified functional power outlets. A field service engineer proactively replaced the backup battery on the anesthesia cart and ran the hardware test application to test the power subsystem, saving the test results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, machine was not received power properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.